Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with communication fault alarm on their controller. The alarms reportedly resolved with a controller exchange. The event log captured "loss of lvad comm" events that started on (B)(6) 2022 at 1955 and continued for the remainder of the log until the controller was exchanged. It appeared that there were no ventricular assist device (vad) numbers to display since the log showed that both comm a and b had faults.

Manufacturer narrative:
D6b: date of implant should have been redacted for controller. Manufacturer's investigation conclusion: the reported event of a loss of communication to the pump was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the log files showed overlapping events spanning approximately 5 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. Loss_of_lvad_comm alarms coincident with com_a and com_b faults were active on (B)(6) 2022 from 19:55:26 ¿ 22:16:24. The alarms resulted in multiple parameters not being communicated to the controller. The driveline was disconnected on (B)(6) 2022 at 22:18:46 and the driveline was connected to the backup controller. The driveline was reconnected to the primary controller on (B)(6) 2022 at 22:21:54 resulting in the restoration of pump communication. After the driveline was reconnected, the pump started without issue and lvad communication was restored, clearing the alarms. The driveline was again disconnected on (B)(6) 2022 at 22:29:42 and the controller was shut off at 22:30:43. There were no other notable alarms active in the log file. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a test loop with no alarms active. The controller was able to function as intended. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including communication fault, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.